Event description:
Additional information received reported the patient was having a right sided revision of the lead. The extension and implantable neurostimulator (ins) would likely remain in place. Impedances were measured and a few bipolar values were high. Electrode pair 0-2 had impedances of 10,000 ohms and 2-3 had impedances of 17,000 ohms. The patient was programmed on a bipolar setting at 6.0v and got some therapeutic benefit and response, but not great therapeutic response which was the reason for the revision.

Event description:
It was reported that the patient had been having trouble with their therapy. The patient ran therapy at 6.5v and would sometimes feel a surge when the implant was turned on but other times he had not. Therapy was not very good for the patient in the recent past as they had programmed the device but therapeutic benefit seemed to fade after a couple of days. No intervention or outcome were reported. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-21370.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0gnkf, implanted: (B)(6) 2013, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v585792, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient had a lead revision the week of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0gnkf, implanted: (B)(6) 2013, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v585792, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0gnkf, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# v5 85792, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the lead was explanted and replaced on (B)(6) 2014. The revision was due to the patient not getting optimal therapy and had continued to have tremor. Impedance testing and reprogramming were diagnostic testing and troubleshooting performed. The issue was resolvedand the cause of the issue was not determined. There had been slightly high impedance readings on c/2 and 1/2. The patient was alive with no injury.

Manufacturer narrative:
(B)(4).